Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. D4: batch #a97p4z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with five gst60t reloads present. The reload (b & d) were received fully fired. Upon further inspection, the reloads (b & d) were found to have damaged on the knife channel. The reload (c) was received partially fired 1/16 and with no apparent damage. The reload (e) was received fully fired and with damage on reload deck. The reload (f) was received fully fired and with no apparent damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that while loading the reload (c), the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The found damage on the reloads (b and d) is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The damage to the reload (e) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife when any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed a device with 5 black reloads. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number a97t9h, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97p4z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown semi-open respiratory surgery, the lung was only cut partway apparently. When the retrieved products were checked, it was found that the drivers were raised all the way to the tip in four of the five cartridges, so it thought that the staples might have been deployed, but the remaining ones may have been locked out. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.